Manufacturer narrative:
The device is to be returned for evaluation. Investigation is underway.

Event description:
As reported by an affiliate in (B)(4), during implantation of a 29mm sapien 3 valve by tf approach in aortic position, the valve did not inflate. The inflation syringe was empty but the valve did not inflate. It was possible to retrieve the commander with valve back into the esheath and remove all devices without causing an injury. New devices were taken and the procedure finished successfully.

Manufacturer narrative:
The device was returned for evaluation. The delivery system was returned after being used with a valve still crimped onto the inflation balloon. The delivery system was visually inspected and the following was observed there is a separation at the transition between the crimp and inflation balloons, slight gouges on flex tip, strain relief bunching, and flex shaft bunching approx. 1.5¿ from flex tip. No other abnormalities were observed on the balloon or delivery system. No functional testing was able to be performed due to the condition of the returned device (balloon separation). Dimensional analysis was performed and the measurements meet the double wall thickness specification. A device history review was performed and the work orders did not reveal any issues that could have contributed to this complaint. A lot history review was performed and did not reveal any other similar complaint for balloon ¿ torn. A review of the complaint history revealed that the occurrence rate for the commander delivery system did not exceed the december 2016 control limits for the trend category of ¿damaged¿. No instructions for use or training manual deficiencies were identified. The crimp and inflation balloon are both critical components where the crimp balloon provides a channel to carry inflation volume to inflate the inflation balloon for proper valve deployment. Any damage to the balloon that results in balloon tears, ruptures, and/or bond failures can cause leakage and inability to fully inflate the balloon and deploy the valve during the procedure. To avoid premature failure of the balloon, the related work orders have been reviewed and were confirmed to have gone through the following inspections. Crimp balloons are 100% dimensionally inspected for length, ID, and double wall thickness. The inflation balloon wall thickness, working length, balloon diameter, proximal and distal leg ids, proximal leg outer diameter (od) were also 100% inspected. During manufacturing, the delivery system underwent the following inspections was inspected for the laser bond between the inflation bond and the crimp balloon was 100% inspected under minimum of 2.85x magnification for smooth bond joint with no gaps between components. In addition, the bond was inspected for bubbles. The inflation and crimp balloons were 100% inspected by both manufacturing and quality for distorted/pinched folds. During the inspection, the balloon cover was removed as needed/and replaced after inspection. The balloon catheters were 100% leak tested before final quality inspection. These inspections support that it is unlikely that pre-existing damage on the balloon was present on the device before leaving the manufacturing facility. The complaint for the balloon ¿ torn was confirmed based upon the visual inspection of the returned device (separated crimp balloon). Due to the returned condition of the device, functional testing was unable to be performed. No manufacturing non-conformities were identified in the returned device, as the dimensional inspection of the crimp balloon revealed that the wall thickness was within specification. No manufacturing non-conformities were identified during the review of complaint history, lot history, DHR and manufacturing mitigations. Based on the review of complaint history, possible root causes for this failure mode can be attributed to patient factors (tortuous patient anatomy) and/or procedural factors (high forces from handling during valve alignment or fine adjustment). This issue and associated risks have been documented. Performing valve alignment at a bend or angle (such as in tortuous patient anatomy) can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment it can result in higher than usual valve alignment forces, and can potentially contribute to the tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a separation of the inflation and crimp balloon bond. Engineering studies relating to balloon tears were performed to support these possible root causes and engineering was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. However, based on the available information, a definitive root cause for the reported event was unable to be determined at this time. The complaint for balloon torn was confirmed, but no manufacturing non-conformities were identified in the returned product during engineering evaluation. No labeling or IFU inadequacies have been identified. Available information supports that patient and/or procedural factors may have contributed to the event. Review of complaint history revealed that the occurrence rate did not exceed the december 2016 control limits for this trend category. Since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required.